Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contact issue with battery having sticker cover on negative side. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the onetouch ultra2 meter was not powering on when she went to test her blood sugar. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013 at an unknown time. The patient reported using self-adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2013 at an unknown time she became shaky. The patient reported on (B)(6) 2013, at 9:15am she had orange juice as treatment. At the time of troubleshooting, the cca confirmed it was not the first use of the meter and no misuse. The meter¿s battery was reportedly in good condition. The patient was using the correct test strip. When prompted to press the power button, the meter did not turn on. When a new test strip was inserted the meter did not turn on. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.